Event description:
It was reported to tyco healthcare/kendall that a customer had a problem with a heparin prefilled syringe. The customer reports that the pt's father contacted in 2008 regarding tyco/kendall heparin 100 units/ml flush pfs recall. Pt had affected lot in home. Father reports one episode of vomiting at midnight approx 12 hours after last IV infusion and heparin flush. Denies any other problems/symptoms. A week later follow-up with mother who reports no continued vomiting with new bd brand heparin flushes.

Manufacturer narrative:
An investigation is currently underway. Upon completion, the results will be forwarded.